Event description:
It was reported by the patient's daughter that following a recent storm, the remote monitor was no longer receiving power. A new power cord was sent out for the patient to try, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, analysis found burned components on the printed circuit board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.that may have occurred.

Event description:
It was reported by the patient's daughter that following a recent storm, the remote monitor was no longer receiving power. A new power cord was sent out for the patient to try, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.